Event description:
A report was received that the patient will undergo an ipg incision site revision procedure for an unknown reason. No further information could be obtained.

Manufacturer narrative:
Additional information was received that the patients pocket scar stretched about 1cm causing ipg to tilt under the skin and causing discomfort at the ipg site. The patient underwent ipg pocket revision procedure wherein the ipg was deepened. The patient was doing well postoperatively.

Event description:
A report was received that the patient will undergo an ipg incision site revision procedure for an unknown reason. No further information could be obtained.